Event description:
It was reported to philips that the azurion system was not booting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and replaced the power distribution unit fan tray and dcp. After the replacement the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of system log file showed that the control module power was not okay as there was malfunction in power distribution unit (pdu). Upon troubleshooting, fse found power module was defective. To resolve this issue, fse replaced fantray and dcps (direct current power supply). The system was returned to use in good working order. The codes were updated based on the investigation outcome.